Event description:
Patient's oxygen saturation levels were dropping and when the respiratory therapist tried to increase the fraction of inspired oxygen (fi02) setting on the machine, he discovered that all of the control buttons on the the right side of the machine were not working. Bipap machine was switched out for another unit and taken to rt dept and tagged for biomed.